Event description:
Customer called to report a pod that did not retract the needle. Customer placed pod at 1:45pm. At 6:30pm her blood glucose level was "high" (over 500). She deactivated and replaced her pod and her bg level dropped to normal levels. When she removed the pod it was then that she noticed the needle was still sticking out and the cannula had never been inserted. No further issues reported. The device is being returned for evaluation.

Manufacturer narrative:
The returned device was evaluated for the reported problems. The caller indicated that the needle did not retract. During the evaluation, it was determined that the needle mechanism had deployed prematurely into the protective cap prior to activation and was damaged. What she noted was the partially deployed needle protruding from the seal which would have been noticeable prior to use. The pod should not have been used in this condition. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. This condition would be visible to the user via the viewing port upon placement.